Event description:
A nurse reported that an intraocular lens (iol) did not fold properly and became stuck in the cartridge of an iol delivery system. There was no patient contact and no impact/injury associated with this event.